Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for service due to a reported "respirator inspection required" request. There was no harm or injury reported. During the evaluation of the device, no ventilator service required alarm was duplicated during operational check. An error code e-43 was noted in the device download error log indicting the alternating current (ac) was not usable. The device's power supply was replaced to replace recurrence. The device passed final testing and was confirmed to operate properly.